Event description:
Three reported cases of (apparent) cellulitis/dermatitis after removal of bandage. Appears to be a cluster event, with no common denominator other than bangage. Add'l event dates: 3/15/95, 3/17/95.